Manufacturer narrative:
Results: the distal tip of the neuron max was torn. The proximal end of the packaging card was damaged. Conclusions: evaluation of the returned device revealed the distal tip of the neuron max was torn. This damage was likely caused by the packaging mandrel pinning the distal tip of the catheter to the plastic tube. The packaging mandrel is fastened to the packaging card by penumbra, and is designed to remain on the packaging card during removal of the neuron max from the packaging. If the mandrel becomes separated from the packaging card and the neuron max is withdrawn through the packaging tube, damage such as this may occur. Further evaluation revealed the proximal end of the packaging card was damaged. A force applied to the proximal end of the packaging card likely caused this damage, and this damage likely contributed to the mandrel separating from the packaging card. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the tip of a neuron max 6f 088 long sheath (neuron max) was chipped off upon removal from the packaging. The damage to the neuron max was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new neuron max.